Event description:
Customer reported that they replaced the sensor in the morning and their blood glucose readings continuously dropped. The insulin pump then alarmed threshold suspend and the customers blood glucose reading was actually 160 mg/dl when the sensor was reading 40 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.